Manufacturer narrative:
Event determined reportable during investigation. Sorin group (B)(4) manufactures the d100 dideco kids newborn hollow fiber oxygenator with integrated hardshell cardiotomy/venous reservoir with posphonycholine coating. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that from the beginning of bypass, the po2 values were not high. Several minutes after the cec was started, blood foam appeared at the gas outlet of the oxygenator. The perfusionist decided to continue with the case and did not replace the oxygenator. There was no report of patient injury. The blood contaminated oxygenator module of the d100 kids was returned to sorin group (B)(4) for evaluation. A review of the device history record was unable to find any concessions, deviations or non-conformities related to the reported failure. Visual inspection of the returned product did not reveal any abnormality. Upon initiation of the leak test, a leak by the gas-inlet could be reproduced. The fluid in the gas-inlet compartment entered the hollow fibers and exited in the gas-outlet compartment (as reported by the customer). Functional evaluation of the returned device could not be performed due inability to completely wash the residual blood in the capillaries of the returned oxygenator module. Based on the result of the leak test, the source of the leak is a damaged fiber. Although the product is 100% leak tested, weak fibers that pass the leak test may be damaged by thermal stress, transport and use, allowing the leak to occur. The case was initially evaluated as not reportable, as there was no impact on the patient and the available information did not suggest any out-of-specification performance of the oxygenator. Additionally, the oxygenator was used till the end of the procedure. However, in this specific case, due to the inability to functionally investigate the returned oxygenator module, the performance issue could not be ruled out. It should be pointed out that we have never had evidence that a fiber leak by the gas inlet could affect the performance of the device. Sorin group (B)(4) will continue to monitor the market for trends related to this issue.

Event description:
Sorin group received a report that from the beginning of bypass, the po2 values were not high. Several minutes after the cec was started, blood foam appeared at the gas outlet of the oxygenator. The perfusionist decided to continue with the case and did not replace the oxygenator. There was no report of patient injury.